Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving and unknown drug via an implantable pump. The indications for use were cancer chemotherapy and renal cell. It was reported that on (B)(6) 2015 device interrogation reveals a motor stall with recovery. The patient did report an MRI but the date of the MRI was not documented. There were no patient symptoms reported. The etiology was related to the device or therapy and not related to the implant procedure. No action was taken and the outcome was resolved without sequelae (B)(6) 2015.

Event description:
Additional information was received from a healthcare professional via product surveillance registry on (B)(6) 2016 and it was reported that the pump motor stalled on (B)(6) 2015 at 20:06 and recovered (B)(6) 2015 at 21:49. At the time of the event the pump was delivering dilaudid (125.0 mcg/ml at 124.88 mcg/day) and bupivacaine (7.4 mg/ml at 7.3928 mg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.